Event description:
The peritoneal dialysis (pd) patient contacted fresenius customer service and reported they were diagnosed with peritonitis. The patient reported being on in-center hemodialysis at the time instead of pd. Attempts to obtain additional information were unsuccessful. No additional information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on products shipped to the patient for the three month timeframe immediately preceding the reported event date. All lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. It is unknown why the patient required a transition to in-center hemodialysis. No information was provided whether the pd catheter required to be pulled. Based on the limited information and no allegation of a malfunction, deficiency or defect the cycler set can be excluded as the cause of the patient¿s reported peritonitis event.